Event description:
During a coronary stent procedure, the physician experienced difficulties advancing the delivery/stent device into the left main. He had successfully deployed a 3.0 x 12 express2 in the circumflex; he then attempted to deploy the 4.5 x 12 express2 proximally to the first stent, in the left main. He was only able to partially advance the delivery/stent device the left main. The physician did not like the position and was attempting to retract the delivery/stent device back into the guide catheter when the stent dislodged in the left main. The stent was located and a balloon catheter was used to deploy the stent where it dislodged. The lesion had not been pre dilated. The physician then attempted to advanced a 4.0 x 8 express2 into the prximal left main and was unable to cross and removed the delivery/stent device. Upon removal it was noted that the struts of the stent were bent. The left main was then pre dilated with a balloon catheter and a 4.0 x 8 express2 was successfully deployed in the proximal left main. Pt status is listed as "okay".